Event description:
This implant and lead were explanted due to infection. Patient had a pocket infection, system infection, msra infection, and was septic. No other system was implanted. Hospital holding onto device for risk management for at least one month. This device is part of a system. Lumos vr-t, MDR 1028232-06-0184